Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations replicated/confirmed, the customer reported complaint, clip applier would not close. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip-clip test was performed and failed multiple times. The clip was unable to clip onto the tubing during in-house testing multiple times. In addition, the instrument was found to have an input disk broken, hairline cracks were found on grip input shafts, input disk # 6 was found broken into pieces inside of the housing. As a result, failed clip test may be observed. Moreover, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.022 offset at the tips. As a result, the clip could not properly clip onto the tubing.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The medium-large clip applier instrument would not close. The procedure was completed with no reported injury.